Manufacturer narrative:
(B)(4). The evaluation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving discrepant results. The probable causes for discrepant/erratic results include bulk solutions 1 and 3 dispensing improperly, and meia optics performance. Complaint information notes the field service engineer (fse) replaced the axsym meia optics assembly, the fmi pump and the buffer pump for resolution. A complaint review found there have been no additional incidents of discrepant result generation by axsym (B)(4) since the fse serviced the axsym. No deficiency of the axsym analyzer was identified.

Event description:
The account generated positive axsym cmv-igm results a patient that tested chemiluminescence technique negative. No patient information was provided. The positive axsym cmv-igm result was not reported outside of the laboratory. No impact to patient management was reported. Testing data provided: specimen ID (B)(6), axsym cmv-igm = 0.922 (positive), 0.618 (positive), 0.739 (positive) index values.